Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for vibrate anomaly was performed. Customer advised the insulin pump did not vibrate when bolus delivery completed. Customer advised vibrate mode was on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self test and the alarm tones and vibrate alert are working properly; programmed several bolus deliveries and the vibrator activated at the end of each delivery, no vibrator anomaly noted during out testing. However, the insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.